Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service representative "reported screen blacked out and stopped pumping". The patient's current condition is reported as "critical"